Event description:
Rn states that during the colonoscopy the dr noted a hair like object stuck to the [average sized] polyp after cauterization. It was retrieved via a forcep, examined and was verified that the obeject was a piece of wire. No consequences to the pt.